Manufacturer narrative:
E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k142259, k163701. Investigation results: device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that device entrapment occurred. A direxion was selected for use in the liver for transcatheter hepatic arterial chemoembolization. During the procedure, when the guidewire crossed the tip of the catheter, a distinct resistance was felt, and it could not be pulled back. The procedure was completed with another of the same device. There were no patient complications as a result of this event.